Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Able to clear alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator noted. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the act and esc buttons were not responding. Customer's blood glucose was unknown. Customer states that insulin pump may have gotten wet. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.